Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameters (pp) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically open fuse, designator f3.

Event description:
The customer contacted physio-control to report that their device has a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would reset by itself numerous times while attempting to complete the boot-up cycle.  Eventually the device would complete the boot-up cycle; however, it took more than 30 seconds to do so.